Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her device did work at one time however now it was not working at all. It was noted that the patient had ¿tweaked herself¿ and had tried all four programs, and reported that she had taken the stimulation too high where the tingling was uncomfortable. The patient felt tingling towards the rectum whereas she felt it in the vagina before. The symptoms started to occur six months into implant. It was later reported that no interventions were taken or planned. The patient had spoken to her gyn/urologist a while ago and she did not seem to take any proactive steps in trying to modify / enhance the settings in the device. The patient was following up with herob / urology physician again to try to get further relief from the device. Additional information was requested but was not available at the date of this report.

Event description:
It was reported the cause of the event was the implantable neurostimulator (ins). The following abnormal impedance measurements were stated ¿>4000 all but 3.¿ it was additionally stated there was premature battery depletion. It was noted physician tried to reprogram on (B)(6) 2013, but impedance was bad. It was additionally noted that the patient outcome was no injury, but they had urge incontinence.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v616902, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).